Manufacturer narrative:
Currently, it is to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided alleges the patient experienced infection, in regards to infection the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent a ventral hernia repair. It is alleged that the patient's medical records indicate that a composix ex mesh was implanted in this procedure. On (B)(6) 2013 - the patient had this infected mesh removed after a separation of material layers of the mesh with an abscess between the two layers was found. The attorney alleges the patient experienced pain, abscess, infection, additional surgical procedure, serious and permanent injury and explant.